Manufacturer narrative:
Replacement wheels have been sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number asftac015 showed no other similar product complaint(s) from this serial number. Parts-only order.

Event description:
Per biomed, one of the caster wheels will not sit straight and appears to be bent. The stand rocks as the wheels aren't level.